Manufacturer narrative:
The soft cannula on the returned device was observed to be bent. Although damage was observed, the cause and timing of when the bend occurred can not be determined, therefore it can not be conclusively determined as the cause of the reported event. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) level rose to 335 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent after discovering the pod was leaking insulin during wear. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).